Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image blackout could not be determined. It is possible that the image blackout was caused by a failure in the internal circuit board of the video connector, repeated energization stress, a temporary overcurrent, a temporary short-circuit by connecting the video system center with water adhered to the video connector's electrical contact, or static electricity. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to report an additional adverse event that was found during the device evaluation by olympus. The subject device was experiencing blackouts without an error code.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the video connector was cracked, and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, receiving an e216 scope communication error message on the endoeye flex deflectable videoscope. The error message was noted to have occurred after receipt inspection for a service repair that was performed, and the device was first turned on immediately after delivery. The error message also occurred after cleaning the connector contacts on the avisera elite ii video system center and when the power was turned on for the first time after one day had passed. There was no patient injury or procedure impact reported.